Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise on both the right atrial (ra) and shock electrograms (egms), with some over-sensing of ra noise seen. Inappropriate atrial tachy response (atr) episodes as a result of the noise were also observed. Technical services (ts) reviewed available device data and recommended in-clinic lead integrity testing. Of note, both the ra and right ventricular (rv) lead are non-boston scientific products, both implanted in (B)(6) 2010. No adverse patient effects were reported. This ICD remains in service.